Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded the code 1005 indicative of an open circuit condition during shock delivery, as the right ventricular (rv) lead exhibited high pacing and shocking impedances out of range. Additionally, the patient received more than eight inappropriate shocks due to noisy signals oversensing. The therapy was exhausted. The technical services (ts) recommended to clear the code, turn the therapy off, evaluate the ICD and the lead system integrity and to consider a replacement of the lead system. The battery from the ICD was analyzed and it shows sufficient battery for several years more. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded the code 1005 indicative of an open circuit condition during shock delivery, as the right ventricular (rv) lead exhibited high pacing and shocking impedances out of range. Additionally, the patient received more than eight inappropriate shocks due to noisy signals oversensing. The therapy was exhausted. The technical services (ts) recommended to clear the code, turn the therapy off, evaluate the ICD and the lead system integrity and to consider a replacement of the lead system. The battery from the ICD was analyzed and it shows sufficient battery for several years more. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded the code 1005 indicative of an open circuit condition during shock delivery, as the right ventricular (rv) lead exhibited high pacing and shocking impedances out of range. Additionally, the patient received more than eight inappropriate shocks due to noisy signals oversensing. The therapy was exhausted. The technical services (ts) recommended to clear the code, turn the therapy off, evaluate the ICD and the lead system integrity and to consider a replacement of the lead system. The battery from the ICD was analyzed and it shows sufficient battery for several years more. Additional information was received from the field mentioning that the patient experienced discomfort, pain, infection and undesired sensations. The ICD was explanted, and the patient required antibiotic treatment. The ICD is not expected to be returned. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.